Event description:
Exchange of left tissue expander for permanent saline implant and placement of right breast implant for augmentation. Two weeks prior to surgery, the pt noted that left breast was smaller. The pt had a clinic visit for a week prior to surgery.